Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/20/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 3.4 on a (B)(6) year old female patient for potassium monitoring. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The customer reported that patient expired on (B)(6) 2018. On (B)(6) 2018 the customer reported that the cause of death was copd. Based on the date the patient expired, the cause of death and the customer statement, the I-stat result did not cause or contribute to patient's demise. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.